Event description:
While attempting to engage the safety mechanism over the needle after performing a blood draw, the safety mechanism broke off. Staff thought the safety mechanism had hit their finger but once patient had left and the staff removed their gloves they noted that the needle had pierced the skin.